Event description:
A disend system user in the european union alleged that they experienced hypoglycemia with a resulting visit to the hospital because they were unable to upload data from their blood glucose (bg) meter to the diasend system. The engineering team investigated the issue and identified the user's upload was rejected due to invalid data from the user's bg meter and concluded the diasend system worked as intended when it rejected invalid data. Glooko (B)(4) (formerly known as diasend) is not the manufacturer of the bg meter. The user was informed about the results from the investigation and was advised to request a new bg meter from the manufacturer. The user has requested to not participate in any further investigation.